Manufacturer narrative:
Device passed displacement test, rewind test and self test. Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch .no button error alarm during testing. No unlocked j2/lcd keypad connector. No unexpected rewind anomalies noted. Device received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that the buttons were hard to work. Customer stated that the insulin pump was slower during rewind. Insulin pump screen was scratched and affect visibility. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.